Event description:
Reporter stated that the patient received the following results on the mobile system: 36 mg/dl at 11:31 43 mg/dl at 11:44 495 mg/dl at 11:53 hi - no time available - obtained between the 495 mg/dl and the 50 mg/dl 50 mg/dl at 11:59 hi (result > 600 mg/dl) - no time available - obtained "immediately after" the 50 mg/dl after the 43 mg/dl, customer had unspecified hypoglycemic symptoms and self-treated with "some potatoes with sausages and jam." The next test was 495 mg/dl. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Note: upon investigation, the 2nd result of hi (result > 600 mg/dl) was not found.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Note: upon investigation, the 2nd result of hi (result > 600 mg/dl) was not found. The investigation revealed that the returned cassette had 50 strips which is the amount of a new cassette. Since this casette couldn't have been the one used at the time of the incident, we have determined that the device has not been returned.